Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter was displaying an error (unknown) message. This complaint is being classified based on the customer care advocate (cca) documentation and the call recording, since the patient could not be reached by phone to obtain additional information. The patient stated the alleged issue started in ¿(B)(6) 2013¿. The patient manages his diabetes with insulin (lantus, unknown dosage). It is not clear, if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. Based on the call recording, the patient denied developing any symptoms and there was no mention of receiving medical treatment for a high or low blood glucose excursion due to the alleged issue. During troubleshooting, the patient informed the cca that he no longer had the testing supplies. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.